Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 145 mg/dl at the time of the call. The customer the customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. The insulin pump has minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.